Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis") in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: provera and ortho evra. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia / heavy periods / periods lasted 7-10 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). On an unknown date, the patient experienced libido decreased ("desire to have sex went down tremendously"). The patient was treated with surgery (to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, depression, back pain and abdominal pain upper was resolving, the mood altered, female sexual dysfunction, dysmenorrhoea, fatigue, weight increased and libido decreased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain upper, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, libido decreased, menorrhagia, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion.. Ultrasound scan - in 2016: result: coils were in place.; in 2017: result: coils were in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis") in a female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: provera and ortho evra. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia / heavy periods / periods lasted 7-10 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). On an unknown date, the patient experienced libido decreased ("desire to have sex went down tremendously"). The patient was treated with surgery (to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, depression, back pain and abdominal pain upper was resolving, the mood altered, female sexual dysfunction, dysmenorrhoea, fatigue, weight increased and libido decreased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain upper, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, libido decreased, menorrhagia, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion.. Ultrasound scan - in 2016: result: coils were in place.; in 2017: result: coils were in place.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Essure lot number added. Reporter added. Product indication added. Suspect drug implant date updated from: (B)(6) 2010 and explant date from (B)(6) 2010 to (B)(6) 2019. Following events were added: hormonal changes describe: mood changes, abnormal bleeding(vaginal), menorrhagia, apareunia (inability to have sexual intercourse), desire to have sex went down tremendously, psychological or psychiatric problems condition: depression, dysmenorrhea (cramping), fatigue, weight gain /loss specify which one: weight gain, lower back pain and stomach pain. Event clubbed: menorrhagia/heavy periods. Event onset date were added. Event severity added for: stomach pain, pain and lower back pain. Event outcome added for: stomach pain, pain and lower back pain, psychological or psychiatric problems condition: depression, abnormal bleeding(vaginal) and menorrhagia. Historical drug added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed in (B)(6)2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.